Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("connect electrode belt" messages when electrode belt is connected) has been confirmed. As received, the electrode belt failed incoming functionality testing as it was unable to communicate with a monitor. The cause for the failure to communicate with a monitor and the reported messages was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving "connect electrode belt" messages when the electrode belt was connected to the monitor.